Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p338 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p338 shows no trends. Trends were reviewed for complaint categories alarm # 7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for this complaint categories at the time of this report, the analysis of the photographs and kit is still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2026.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak? (Centrifuge chamber) alarm after 1583 ml of whole blood had been processed. The customer then noticed a leak coming from the drive tube. The treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return photographs and the kit for investigation.